Event description:
It was reported that the device alert triggered, and the lead exhibited low thresholds, oversensing, noise, and decreasing amplitudes. It was suspected that the lead had been damaged during a prior surgery for repair of a fractured humerus. The lead therapies were initially programmed off, and the lead was later capped and replaced. The patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 3 - lfp high rate-ns <= 217 ms average v-cycle on (B)(6)-2012 in the timeframe between 06:54:46 and 06:59:16. 2 - vf=190 ms average v-cycle on (B)(6)-2010 11:16:36 and (B)(6)-2010 14:29:08. Sensing - interference/noise: ventricular short interval count v-sic=31.6 counts avg/day, in 2.40 days, between (B)(6)-2012 09:24:10 and (B)(6)-2012 19:03:13. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(6)-2012 06:58:55.